Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: anxiety-product/procedure: unable to observe as it is a medical event not related to the device. Deflation: no observed were openings on the device. Additional observations: observed creases on the device. Observed wear abrasion on the device. The bladder and shell are intact. No further actions are required as the device was implanted.

Event description:
Healthcare professional reported right side deflation and exchange from textured to smooth due to the concerns of the product. The device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b.5., d.6b., h.6.

Event description:
The device has been explanted.

Event description:
Healthcare professional reported right side deflation and exchange from textured to smooth due to the concerns of the product. Device remains implanted.

Manufacturer narrative:
Continued initial reporter name and address- (B)(6). Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.